Event description:
It was reported that the patient with this insertable cardiac monitor (icm) device experienced discomfort due to implant location. The boston scientific field representative noted this icm was implanted under the breast to avoid interference with a stimulator the patient has in the upper chest area; hence, this lower implant location was causing the reported discomfort. Because of this, the physician is planning on repositioning the icm device. No additional adverse patient effects were reported. This icm device remains in service. Additional information from boston scientific field representative provided this icm device was successfully repositioned by the physician. No additional adverse patient effects were reported. This icm device remains in service.